Event description:
It was reported that the atrial lead exhibited high impedance. During the lead revision, the physician noted evidence of twiddling. It was discovered that the lead was pulled back. The lead could not be removed. The lead was capped and replaced. The patient was in stable condition post-procedure.